Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that there four devices have no data to read. No additional information